Manufacturer narrative:
Customer's fs navigator receiver was returned and investigated. The complaint was not confirmed. Upon visual inspection: no observations were noted. This is a final report.

Event description:
Customer reported an unspecified calibration issue with his freestyle navigator continues glucose monitor system. Customer stated that he has not been using the navigator system since his last contact with adc customer service (case history shows that customer first contacted customer service regarding the same issue on (B)(6)2010). Customer further reported that on (B)(6)2010, because of the calibration issue and because the navigator system was "not working", he experienced polydipsia and a dry mouth. Paramedics were called and transported customer to a local health care facility where he was diagnosed with dka, hypertension and decreased kidney function. Customer also reported being on dialysis for 2 weeks during his 4-week hospitalization. Customer no longer requires dialysis. It is unknown what additional treatment may have been rendered. Customer reported self-treating with an insulin bolus via his insulin pump. There was no report of death or permanent impairment associated with this event.

Event description:
Information received suggests patient underwent revision hip arthroplasty due to metal hypersensitivity and infection. Review of invoice history revealed that patient has a record of revisions for unknown reasons. Subsequently, patient was revised again on (B)(6) 2009. No further details have been provided to date.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: date of manufacture of transmitter # (B)(4) is 25sep06. Customer reported he was also hospitalized for "other issues" which were not revealed.